Manufacturer narrative:
The device was discarded and actual lot number was not identified.

Event description:
Baxter sales representative called to report that the customer is reporting an increased rate of infection since switching from unspecified interlink to unspecified clearlink and flolink sets. This case involved use of the flolink during pt infusion of total parenteral nutrition (tpn) via a portacath. Additional information was received 09/27/07: the pt is a female oncology pt who was admitted to the ER approx two months earlier, for hyponatremia. She has history of a colectomy for cancer and acute renal failure. A week later, her right chest portacath was accessed for tpn. The pt had positive blood cultures for yeast, which were drawn four times for four days in the same month, which necessitated that her port be removed on the fourth day. Reportedly, the facility changed from a bd valve product to baxter flolink the beginning of that month, and the facility has noticed an increased rate of pt infections. Reportedly, there is no documented evidence these infections are a result of the device since nothing unusual was noticed while using the valve. The valve was discarded since at the time there was no suspicion with the device. The pt was discharged from the hospital after treatment with antifungal intravenous medication.